Manufacturer narrative:
Spacelabs is evaluating this event and will file a follow up report when our evaluation is concluded. (B)(4): placeholder.

Event description:
Spacelabs received a report of failure to alarm for vrun.

Event description:
Spacelabs received a report of failure to alarm for vrun. The customer identified 18 episodes of vrun, but only six alarmed.

Manufacturer narrative:
The customer provided patient waveform data for our review. We noted that of the 18 episodes of vrun provided, only 14 episodes met the five beats requirement for vrun alarm. A review of the product's full disclosure database shows nine of the 14 episodes did alarm. Five of the 14 episodes did not alarm due to low-level artifact or noise that compromised signal quality, causing the beat detector to pause as designed until signal quality improved. The analysis of the product showed that it was operating to specifications. There have been no further reports concerning this device and spacelabs considers this issue closed. Placeholder.